Event description:
Customer reporting a false positive sars result. Customer states the result was negative by another brand antigen test and a test done through a pharmacy window.

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.